Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the truepath extension wire in two pieces. The extension wire was visually and microscopically examined. The ss coil reinforced polymide tube is separated 158.2cm from the proximal end of the wire. The fractured/separated end of the shaft is jagged indicating that the separation was due to tensile forces. The polymide tube is stretched and damaged. There are numerous kinks along the hypotube wire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that detachment of extension wire occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A truepath¿ extension wire was selected for use. During procedure, after crossing the lesion, the collet cap was removed and extension wire was used. However, when trying to remove the extension wire after taking out from the body, it got separated about 4cm in the tip. The device was not forcibly pulled. Procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that detachment of extension wire occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A truepath¿ extension wire was selected for use. During procedure, after crossing the lesion, the collet cap was removed and extension wire was used. However, when trying to remove the extension wire after taking out from the body, it got separated about 4cm in the tip. The device was not forcibly pulled. Procedure was completed with this device. No patient complications were reported.